Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens was folded well, inserted well; however, they noted 1 mm tip piece broke off laying on the lens field. The surgeon removed it easily and lens was usable as it was just a piece noted. The haptic was not broken at the base and was holding the lens in place. Also stated that an approximate 1 mm piece of the haptic wing broke off and it was noted on the lens field post insertion. The procedure was completed. Additional information was received, there was no patient harm. Additional information was received, they do not know exactly how the tip of the haptic was broke off. It was just a little tiny piece. Doctor was able to remove the piece and the lens was usable. It was an outpatient procedure.